Manufacturer narrative:
E1: name: medtronic minimed. Country: united states of america. Address ¿ line 1: (B)(6). City: (B)(6). State: (B)(6). Zip code: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported that infusion set leak at the quick release, qr was not tightly connected and customer is not able to connect qr successfully on (B)(6) 2026.